Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture one month prior to the procedure. The lead was capped and replaced successfully on (B)(6) 2016. After the procedure the patient was in satisfactory condition.